Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53(line number 5632 file number (B)(4) ) critical handling alarms on 02/15/2024 at 20:31:57.000, 20:3204.000, and at 20:33:43.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Force sensor zero offset (within) specification (21.4mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked case near the corner of belt clip rails and cracked case on the battery tube side was noted. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 (line number 5632 file number (B)(4) ) alarms confirmed in the pump history files due to a possible software anomaly esf#2610666. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump case was damaged. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed it was reported location of the damage is at the battery compartment. No harm requiring medical intervention was reported. Product mmt-1712k was returned for analysis.